Event description:
Covidien service center received a n-550 with no volume/sound reported. Covidien investigation confirmed the report of no sound and isolated the problem to functional failure of the speaker assembly and replaced the speaker. During covidien's evaluation of the unit, damage to the top cover of the unit was found, top cover was replaced. Service history records for this serial number were reviewed by covidien. No similar speaker nor audio reports were found in the service history records for this device; two previous service repair returns in may 2008 and in february 2007 determined the unit had been damaged; there was no speaker replacement in either if these service returns.